Event description:
Colecistectomy laparoscopic- "when close the second clip on the cystic duct she can observed that the clip cut the mucosa."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation along with a video of the procedure. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable replicate the incident. It was observed from the video that the duct was inflamed prior to application of the clip, which may have caused the mucosa to become more likely to rupture during clip application. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.